Manufacturer narrative:
Evaluation summary: the lens was returned for evaluation. One haptic is bent with a pinch mark. Optic damage was also observed. Solution is dried on the lens. Results from the product history record review indicated the product met release criteria. The root cause could not be determined by the evaluation. While we are unable to determine the root cause of the damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of surgical solution, the damage is most likely related to customer handling. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
Hospital pharmacist reported that during intraocular lens (iol) implant surgery one haptic was bent at 90 degrees. The iol was cut in the anterior chamber and removed through an enlarged incision. During iol removal, vitreous body came in the anterior chamber and the iol scraped against the corneal endothelium. She reported an anterior vitrectomy was performed to treat vitreous body in anterior chamber and three sutures were required. The pharmacist stated the procedure was prolonged by about 20 minutes. Additional information was received from the pharmacist who reported postoperatively the patient has decreased vision, superficial punctate keratitis, corneal edema and reduced intraocular pressure (iop). Additional information has been requested.